Event description:
The patient called to report a motor error alarm during breakfast. The reported bg at the time of the call was 109 mg/dl. Troubleshooting was performed. No exposure to high magnetic fields reported. The patient was unable to rewind the pump. Advised the patient that the pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Unable to prime during prime/a33 alarm test and motor error alarm during basic occlusion test due to faulty force sensor resistor. Motor tested okay. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and missing end cap sticker noted during visual inspection. Unable to prime during prime/a33 alarm test and motor error alarm during basic occlusion test due to faulty force sensor resistor. Motor tested okay. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and missing end cap sticker noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.